Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-january-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer and advised her how to place the peek tubing correctly to the filter. All errors cleared and the g7 instrument is operational. No further action is required by field service. The most probable cause for low pressure was the peek tubing came loose when the filter was replaced.

Event description:
On (B)(6) 2016, a customer reported low pressure on the g7 instrument. The customer changed the filter the previous day. The instrument had a leak. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.